Event description:
Valiant captivia stent grafts were implanted for the endovascular treatment of a 65mm thoracic aortic aneurysm. The procedure which was carried out percutaneously as per physicians choice. It was noted this patient is undergoing a 2 stage procedure due to the complex anatomy and will come back for a planned second stage of her repair. It was reported during the index, the physician started off with running the 20 french dilator up the iliac which it passed with no issues. The 3 valiant captivia devices went up and deployed with no issues. Upon completion a retrograde angiography of the left iliac system was taken and it was found that the distal common iliac had a small dissection. The physician finished the taa portion of the procedure by working on the left subclavian . After the left subclavian was finished, the physician went back to address the left common iliac. When pulling the 20 french sheath back, the physician felt something give. A retrograde angiograph was performed showing the external iliac was transected 4 non-mdt stents were implanted to control the bleeding. The patient remained stable the entire procedure and blood pressure did not drop. The left internal was covered during the stent placement. The physician performed a cutdown to close the groin to make sure the patient had no additional bleeding and the patients condition was reported as doing well post op with plans for discharge home. As per the physician it is believed the cause of the dissection and transected iliac was as a result of the left external iliac spasming down on the sheath and when the sheath was pulled back it transected the left external iliac.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: v amf3430c150tu, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4). Product ID: vamf3228c150tu, serial/lot #: (B)(4), ubd: 03-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; it was reported that the physician feels the valiant caused the dissection but it was when the sheath was removed the physician felt the artery give and tear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.